Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown. The customer stated that they did not hold down a button for three minutes or longer. The customer was advised that the insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the lcd window. The insulin pump was received with cracked battery tube threads. The insulin pump was received with a corroded battery tube.